Event description:
It was reported that the pump was implanted in 1999 for fudr treatment. At the first refill, the flow rate was noted to be inadequate. Therefore, the pump was explanted in 1999. The pump was replaced with no pt complications.